Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the device has been working really well but patient had a couple of accidents and the accidents were very bad the day of the call. It was further reported that they patient did have a fall ((B)(6) 2019 sometime) on the left side of his body, but has not seen a change in his therapy. They further reported that they increased stimulation up to 8.5v on program a but patient did not feel any stimulation. During the call, patient programmer was synced and it showed that the stimulation was on and patient had the ability to change programs and adjust stimulation. Caller switched from program (p) at 8.5v to p1, p2 and p3 but patient did not feel any stimulation. Patient was redirected to follow up with their health care professional. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported that they changed the program. They were advised to charge the stimulator. Patient mentioned they did not fall on the stimulator. They had an appointment on the (B)(6) 2019. They have been very please with customer service. More information received on (B)(6) 2019, they reported they were given guidance on programming. They had xrays done to check lead and battery and all was still in same place. No further complications were reported or anticipated.